Manufacturer narrative:
Date of event: on an unreported date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. In the same month as the onset, the patent was hospitalized for the peritonitis. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. In the same month, the patient¿s pd catheter was removed, the patient stopped pd therapy, and was switched to hemodialysis. No additional information is available.